Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  the device is "going whacko" and "buzzing the hell" out of her. Patient asked that manufacturer turn the device off for her. Reviewed this is not possible however offered to review how to turn therapy off using the patient programmer. The patient appeared to be very confused and did not know what the programmer was or where to find it. Agent did not ask about the circumstances that led to the reported issue. Recommended patient contact their managing physician's office to request assistance with turning therapy off. Patient appeared to be so confused that they could not follow instructions. Attempted to warm transfer the patient to managing physician's office but she disconn ected before the transfer was complete.  Additional information was received from a friend/family member.  The reason for call was to report that patient reported to him that therapy isn't working and it is old. Asked, caller said that patient did not tell him when patient first noticed therapy isn't helping anymore. Caller said that due to age, patient is confused about a lot of things. When asked, caller said that he doesn't believe that patient has made any adjustments using the patient programmer and doesn't believe that patient has had any reprogramming sessions at hcp office since implant. Troubleshooting was unable to be performed as caller was not with patient and caller said that patient would most likely not be able to follow along over the phone, better to have an in person session. Caller said that patient told him that she just found the programmer. The patient was redirected to their healthcare provider to further address the issue. Caller to contact hcp office to review situation and reminded caller to bring patient programmer to hcp appointment.